Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmers stylus pen was not working and could not calibrate. It was noted that the programmer powered up to an error. Replaced nylon standoff and reseated link electronic module (lem) board. Reseated cable between xy board and overlay and calibrated stylus. Reconfigured hard drive, reloaded, and updated software. The programmer then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers stylus pen was intermittently not working and it would not calibrate. It was noted that the pen was replaced multiple time but the issue persisted. The programmer has been returned for service. There was no patient involvement.